Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-aug-2019 with the following findings: according to the pump total daily dose (tdd) basal history, the pump was delivering the programmed basal rate until the pump was powered off on (B)(6) 2019 at 13:18. During testing, the pump booted on with audible and vibrate alerts, however, the display screen remained blank. The complaint of inaccurate delivery was not able to be adequately investigated due to unrelated blank screen issue. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.